Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High impedance was noted. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily pace lead trend data shows an abrupt increase for superior vena cava (svc) defibrillation = 62 to 254 ohms peak between (B)(6) 2012. Oversensing was noted with one ventricular non-sustained tachycardia episode = 210ms on (B)(6) 2012.

Event description:
It was reported that the superior vena cava (svc) impedance on the right ventricular lead was high and triggered a patient alert. The lead was reprogrammed to turn the svc off and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.